Event description:
It was reported that during a procedure, the blade broke at the tip. The procedure was completed successfully without a delay; no adverse consequences or medical intervention were reported. The x-ray that was performed is a diagnostic tool to locate the broken fragment and is not considered as medical intervention.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Device not available for return.

Manufacturer narrative:
H6: the quality investigation is complete. H3 other text : device discarded.

Event description:
It was reported that during a procedure, the blade broke at the tip. The procedure was completed successfully without a delay; no adverse consequences or medical intervention were reported. The x-ray that was performed is a diagnostic tool to locate the broken fragment and is not considered as medical intervention.